Event description:
It was reported resistance was felt during removal of the stylet and when removing the protective sheath from the 2.75x38mm multi-link 8, the stent was found stuck in the protective sheath and the stent strut was elongated. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. The reported stretched stent was not confirmed. The reported difficult to remove could not be tested due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other complaints. A conclusive cause for the reported difficulties could not be determined. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. Factors that could contribute to a stretched stent include, but are not limited to, damage during manufacturing, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, interaction with accessory devices, patient anatomical morphology, or patient disease state. Factors that can contribute to difficult to remove (sheath/stylet) include, but are not limited to, kinks, bends, procedural technique, damage during manufacturing, or inadvertent mishandling during unpackaging. In this case, it is possible that inadvertent mishandling during sheath/stylet removal, as resistance was noted, may have contributed to the reported difficult to remove and stretched stent, ultimately causing the reported stent dislodgement; however, without the stent to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.